Event description:
A report was received that the patients ipg no longer holds a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg no longer holds a charge.the patient underwent an ipg replacement procedure.